Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and found to have an endoscope adaptor (aea) bearing friction issue, discoloration of the housing, and a transmittance test failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A site history was performed related complaints under patient identifier (B)(6), in which the same endoscope had a similar issue on a different event date. Patient identifier (B)(6) was created to report the 0-degree endoscope involved with this complaint.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the 30-degree endoscope had an error. The orientation of the endoscope was not central. The endoscope was reviewed by the field service engineer (fse) and the customer was advised to exchange the endoscope. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the endoscope did have orientation problems. The endoscope was inspected pre-operation and conducted its own calibration check, which came back with no issues and ready for use. The customer reported that the surgical procedure was a robot assisted prostatectomy on both occasions. The customer reported that the image horizon was incorrect where the image should have been straight, and it was off center. The endoscope did move freely. The customer reported that for the first procedure, the 0-degree scope was in place, and they had changed it to the 30-degree endoscope, which was better. For the second case, the case started with the 0-degree scope and changed to the 30-degree scope, but the image was the same with both endoscopes. It was unknown what orientation the endoscope was installed in. The surgeon did confirm that the image was off center. An indication of the image orientation was indicated on the screen of the viewing cart as well as on the surgeon's console. The customer reported that only one endoscope was attached to the system at any time and that there was no damage noticed on the endoscope¿s adapter or base. The customer was unsure if the scope was manually rotated 180-degree prior to the event. The issue continued, but the surgery was able to continue as planned. The endoscopes had been exchanged by isi. There was no patient injury due to the vision issue and the procedure was completed robotically.